Event description:
It was reported that the ilet pump was dropped, after which the display showed lines across the screen and became difficult to read, consistent with a display readability issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an ambient light¿related visibility problem was identified in relation to the display being difficult to read, with involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.